Event description:
It was reported that during a laparoscopic exploratory procedure the device would not open. It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.